Event description:
It was reported that two (2) homechoice cassettes were missing the protection cap from the patient line. This was identified after opening the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name:. A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) device was received for evaluation. A visual inspection with the naked eye noted a missing blue pull ring cap to the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.